Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated ot the computer/analog pca. The 12v main battery line was shorted on the pca. The root cause for the short was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to power on.